Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 480mg/dl on (B)(6). The customer reported that emergency medical services came prior to hospitalization. Customer was treated with insulin drip. Customer had symptoms like nausea. Customer was not wearing insulin pump for less than 48 hours. Customer also reports that insulin pump had blank display. Customer performed troubleshoot for blank display but display did not turn even after restart. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be returned for analysis.